Event description:
A customer reported that a pump initiated an altitude alarm 21, which led to the suspension of insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer to clean the speaker holes and attempt to reconnect the cartridge, but the pump failed to resume insulin delivery. A follow-up determined the cartridge did not vent properly, and technical support arranged for a replacement cartridge.